Event description:
The caller alleged discrepant results when compared with the lab for lot number 050749. Results reported as follows: date 04/28/06 inratio 3.8 lab 3.22 the caller alleged imprecision test rsults with inratio for lot number 050664. Reported results as follows: 03/30/06 first testinr + 3.9 second test inr = 3.1